Event description:
It was reported, that during the procedure the dragonfly optis imaging catheter was intended to be used in the left circumflex artery (lcx) lesion. However, the imaging catheter displayed error code 122. Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly. There were no adverse patient effects and no clinically significant delay in the procedure. Based on the results of the device analysis, the guidewire exchange minirail was torn approximately 4 millimeters (mm) distally from the exit notch. Torn material has the potential to result in foreign material in the patient and is reportable. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The window tube was noted to be bent, and there was a tear noted on the distal edge of the guidewire exit notch. The reported calibration problem was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported calibration problem appears to be related to circumstances of the procedure. The optical fiber of the catheter was damaged, which caused the reported calibration problem. In this case, it is likely that the optical fiber damage was caused by the use or handling techniques employed. The torn guidewire exit notch is consistent with the catheter being inserted onto a guidewire and forcefully removed from the guidewire; however, the damage cannot be directly attributed as a cause for the reported event nor the optical fiber break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.